Event description:
(B)(4). Constant migraines, abdominal pain and cramping, heavy and painful periods monthly, forgetfulness, unexplainable rashes, and painful intercourse. Essure was covered 80% by my insurance.